Event description:
Additional information received indicated surgical intervention took place and the physician replaced a lead and added an additional lead. Reportedly, stimulation was restored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had 2 leads (lot information unknown) implanted as part of her axium neurostimulator system. The patient experienced stimulation in the wrong location and x-rays indicated the lead implanted at l5 had migrated. Surgical intervention may take place at a later date. Device information was requested, however it has yet to be provided to the manufacturer.